Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported that when the patient turned the implantable neurostimulator (ins) off and back on, they felt a shocking sensation or they did not feel good. On (B)(6) 2016, the patient had an electrocardiogram (ECG) done due to the ins needing to be replaced. The ins was on during the ECG and the ECG showed there was an issue. The hcp thought the ins needed to be replaced due to normal battery depletion, but they were not sure. The patient's indication for use is parkinson's dual and movement disorders. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.